Event description:
It was reported that the patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited episodes of nonsustained right ventricular oversensing. The device was programmed to resolve the issue. Patient was reported to be not symptomatic.